Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the root cause could not be determined. However, based on past complaint investigations, a piece of injection tube, which was an accessory device, or a piece of silicone rubber product, which was used in endoscopic room, was presumed to have entered the device by accident and caused the event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation a scope leak check was performed on the forceps passage and a leak was noted from the bx channel. Additionally, a no image b30 error code was noted, but cleared up after aeration. There were dents noted on the plastic cover of the device. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during the reprocessing of the evis exera iii colonovideoscope, an unknown black substance was exiting out of the scope. According to the initial report, they washed the device 6 times and were still seeing the black substance. There was no patient involvement during this event.